Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) counters and cardiac compass were invalid while the device had reached end of service (eos).the icm remains in use. No patient complications have been reported as a result of this event.